Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The particulate was unable to be identified by the manufacturing site. As a result, the manufacturing process could not be ruled out as the source of the particulate. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
During the evaluation of the returned samples, a particle was observed at the patient connector.